Manufacturer narrative:
This report is submitted on oct 12, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.